Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The d10 and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to insertion section during user handling which caused an abnormality in the image sensor unit/cable and image disappeared during angulation. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope had no image during angulation. The issue occurred when preparing the scope for use in a diagnostic bronchoscope procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: connecting tube was dirty; image guide was dirty; switch box was dirty; switch1 was dirty; universal cord was dirty; the protector was aging; the light guide-tube was worn; and the insertion section had dents. This event is under investigation. A supplemental report will be submitted upon receiving additional information.